Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported having low blood glucose. The customer stated her blood glucose was 36 mg/dl a few days prior. The customer also inquired about turning the block feature off on her insulin pump. The customer also reported her blood glucose was not transferring to her insulin pump. The customer declined to finish troubleshooting. The customer's blood glucose 135 mg/dl at the time of the call. No add'l info provided.